Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. The customer experienced a blood glucose (bg) level of 370mg/dl. The customer delivered a correction bolus to address the bg level. The customer was able to load a cartridge successfully and resume insulin delivery. The customer was to use manual injections for insulin therapy.